Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2czps serial# implanted: (B)(6)2021 explanted: (B)(6)2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 10-dec-2022, UDI#: (B)(4)b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the leads were floating around inside of them since april and the therapy was not working. Patient said that they lost an extreme amount of weight then and there was no fat for the implant to stay in place. Patient also mentioned that they may have pulled the unit somehow when they were pulling their pants up one time. Patient stated that the unit was moving around so much and they don't know how it happened but it got fixed. The patient was redirected to their healthcare provider to further address the issue.